Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, the cause of the out of range pacing impedance measurements and increase in threshold measurements have not been determined. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements as well as an increase in threshold measurements. Boston scientific technical services (ts) discussed obtaining an x-ray to assess the lead and also discussed evaluating other pacing vectors. No adverse patient effects were reported.